Manufacturer narrative:
Investigation summary: this type of event has been previously investigated. Infection is an expected adverse event related to lvad therapy and identified in the IFU. A device malfunction cannot be confirmed. Trending will continue to monitor for any change in performance. No further information was provided. The manufacturer is closing the file on the event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 1 months 13 days. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left a ventricular assistance device (lvad) on (B)(6) 2017. It was reported that the patient presented with yellow drainage from driveline exit site for a week. The patient reported no pain but stated they had chills and nausea without emesis. Patient also denied gi/gu symptoms. Two blood cultures were drawn and were both negative. Wound culture was growing coagulase and negative for staphylococcus. Patient was started on doxycycline and discharged from the hospital on (B)(6) 2017. Patient remained on doxycycline for 30 days after discharge date. No additional information was reported.